Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with low epithelial cell on the right eye (od) and transient light sensitivity on both eyes (ou) at a 3 day post-operative exam. A brief description from the surgery center indicated the patient had epithelial cells noted in the lower central of the (od) and transient light sensitivity in ou from a high hyperopic laser treatment. The patient¿s comments were of having difficulty keeping eyes open comfortably with lights. Topical steroids were increased to treat the symptoms. At this time, the patient is being managed and the surgery center indicated a flap and rinse may be necessary. Best corrected visual acuity (bcva) from (B)(6) 2017; right eye pre-op 20/25, 6.00 x -2.50 x 176; left eye pre-op 20/20, 4.75 x -1.25 x 1. Bcva from (B)(6) 2017; right eye post-op 20/30, 1 .75 x -1.00 x 55; left eye post-op 20/30, -2.00 x -1.50 x 8.

Manufacturer narrative:
Additional information was provided that indicated during a post op exam on (B)(6) 2018, a second epithelial ingrowth was observed. The patient¿s chief complaint was of puffy eye, light sensitivity, and poor visual acuity. Topical steroid dosage was increased and a bandage contact lens was placed. In addition, the surgery center reported two flap lift and rinse were performed on (B)(6) 2018 and (B)(6) 2018. On (B)(6) 2018, the bandage contact lens was removed. The surgery center reported the event is lasting and disabling, significantly interfering with daily activities. Bcva from (B)(6) 2018, right eye post-op 20/20 1 .50 x -1.00 x 17, left eye post-op 20/20 .00 x .00 x 90. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.